Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Sections were left blank as the customer age and weight is unknown.

Event description:
At 8:17 p.m., the customer obtained a blood glucose reading of 202 mg/dl on the contour next link 2.4 meter. Within 10 minutes he performed retesting on a different meter and obtained a reading of 80 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the product for evaluation. Replacement test strips and meter were sent to the customer.